Event description:
The end user was sleeping in the lift chair while in a recline position when they allegedly rolled off the side of the lift chair. The end user was taken to a hospital and passed away.